Event description:
It was reported that the patient presented to clinic for a routine follow up. Upon interrogation, noise reversion events were observed. The patient did not receive therapy. The physician suspected the device was oversensing diaphragmatic myopotentials. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.